Manufacturer narrative:
Updated sections: d4 (expiration date), h4 (device manufacturer date), and h6 (type of investigation, investigation findings, and investigation conclusions).

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of seven years, seven months due to severe symptomatic aortic stenosis. The patient presented with nyha class IV heart failure. The tavr was performed with a 23mm 9750tfx transcatheter valve. The patient was transferred to the ICU for recovery.